Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred, and it was determined that there was an occlusion. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.